Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® sst¿ ii advance plus blood collection tubes had oil droplets and film visible on the surface of the serum. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for oil gel globules/film was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, no issues relating to oil gel globules/film were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for oil gel globules/film with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and oil gel globules/film was not observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that a bd vacutainer® sst¿ ii advance plus blood collection tubes had oil droplets and film visible on the surface of the serum. There was no report of exposure, serious injury or medical intervention.